Manufacturer narrative:
(B)(4). Event summary: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that cardiac perforation, cardiac tamponade and damage to vessels/valve structures are possible complications that may occur when using the product.

Event description:
It was reported the patient experienced a pericardiac effusion with tamponade with myocardiac trauma due to an pacel bipolar pacing catheter lead. The patient returned to the procedure room for a pericardiac drain.